Event description:
In 2010, a miniarc was implanted. During the same surgery a hysterectomy was performed. It was reported that while doing leg exercises after knee surgery, she felt a pull and has had pain and continuous leakage ever since. In (B)(6) 2011 she saw her urologist who decided he would not remove the device because she was doing "ok" and she was prescribed medication. The pt did not continue her medication and has not returned to her doctor since then. The pt was concerned that she had a faulty product and planned to contact the FDA.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.